Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of the coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous and mildly calcified distal left anterior descending artery that was 90% stenosed. The patient presented with severe angina. Pre-dilatation was done with an unspecified 2.5 x 10 mm semi-compliant balloon catheter. The radial approach was then taken in order to implant a 3.0 x 23 mm xience prime stent at 16 atmospheres. After implantation, a distal edge dissection was noted which was treated with another unspecified xience prime stent. There was no adverse patient sequela reported. No additional information was provided.